Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The field service engineer (fse) test drove the universal surgical manipulator (usm) 3 and was unable to duplicate any issues. The fse replaced the usm (380647-25) based off the scrub tech descriptions of recent arm recognition and instrument removal issues over several days and cases. The fse stressed the importance of contacting technical support real-time and future troubleshooting steps. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported complaint; however, the error 31009 was confirmed via the field error logs. The universal surgical manipulator (usm) was test on the in house system and passed normal mode. A log review was completed and noted that error 31009 had a p2 value of 1 which indicated the idle two instrument presence pins were not being detected. The two idle presence pins were checked for sluggish/stickiness; however no issue was found. Additionally, it was noted the usm had misalignment on the axis controller carriage interface (acci) pca. As a precaution, the middle two presence pins, the acci pca, and the acci support would be replaced to address the issue. It was noted the usm was tested on the patient side cart fixture test platform (pftp) and passed the direction test, carriage lissajous, senor check, brake test, since cycle, and carriage switch test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had a failure on arm 3. The customer informed the technical service engineer (tse) that when attempting to remove the maryland instrument from arm 3 it was getting stuck in the cannula and would not come out. The customer informed they had to use instrument release kit (irk) to remove the maryland instrument from arm 3. It was noted the surgeon elected to convert the procedure to open due to other patient complications, and as a result issues experienced with arm 3 with docking at the beginning of the procedure. The tse asked the customer if any faults or changes in led¿s occurred on arm 3 during the issues with the instrument, and the customer noted the led would illuminate yellow on arm3. The tse reviewed the error logs and noted a single 31009 tool sensor error on universal surgical manipulator (usm) 3. The tse was unable to perform additional troubleshooting with the customer as the procedure was still in progress. The tse recommended the customer call back after the case and perform additional troubleshooting and narrow down the issue. The customer requested a field service engineer (fse) follow up to resolve the issues before monday cases. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported procedure was a lung wedge resection. The resource lead stated that arm 3 was acting up and was not moving quickly enough for the surgeon. The resource lead informed the maryland instrument that was removed after the instrument release kit (irk) was used, had been tagged and sent to sterile reprocessing and did not know if it would be returning to intuitive surgical, inc. (Isi) for analysis. It was stated the surgeon elected to convert the procedure to open due to the patient blood pressure dropping which was not associated to the da vinci system. The resource lead confirmed there surgeon completed the case open with no patient injury or harm.